Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the failure of several mini drawers. A field service engineer removed corrosion and rust, subsequently replacing each mini pocket to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the pyxis anesthesia es system multiple mini drawers failed to open to the correct pocket number leaving controlled medications vulnerable. The customer reported that this malfunction took place while dispensing of medications. There were no adverse events or injuries reported based on this incident.